Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin pump issued an occlusion alert with beeping, after which troubleshooting was performed and insulin delivery resumed, and the user planned an infusion set supply change with assistance. Symptoms included elevated blood glucose at 179 mg/dl without reported adverse effects. Outcomes included restoration of insulin delivery following troubleshooting, with planned infusion set replacement. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion associated with the infusion set that was resolved through corrective actions and planned supply change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related occlusion.